Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol kugel hernia patch on (B)(6) 2005. As reported, the patient is making a claim for an adverse patient outcome against kugel hernia patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2005 patient was diagnosed with right direct inguinal hernia thereby underwent open repair with implant of kugel patch (device 1). Per op notes, ¿a direct hernia sac was identified and was reduced. A medium kugel patch (device 1) was then placed in appropriate position and sutured¿. (B)(6) 2014 patient was diagnosed with recurrent ventral hernia, thereby underwent laparoscopic repair with implant of perfix plugs (device 2 and 3). Per op notes, ¿the ilioinguinal nerve and the scar tissue was excised. Two defects in the floor, one lateral and hence an indirect hernia, the larger one was medially direct hernia. A free floating incorporated kugel patch was found. An extra large perfix plug (device 2) was placed into internal ring and tacked. A small indirect inguinal hernia was reduced and a medium perfix plug (device 3) was placed and sutured. An onlay mesh was placed and tacked¿.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol kugel hernia patch on (B)(6) 2005. As reported, the patient is making a claim for an adverse patient outcome against kugel hernia patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.